Event description:
The patient alleged that the infusion sets in her most recent box were defective. She stated that the self-adhesive did not stick enough and the infusion sets disconnected from her body. No adverse event was reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.